Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue the medication. The technical support specialist (tss) advised the customer to log off and on the cubex application to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue gabapentin 300 mg capsules and lorazepam 1 mg tablets. I advised the customer to log off and back on to the cubex app the next time the same problem was detected. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.